Event description:
Covid test kit supplied by (B)(6) (ihealth) did not have all the components listed in the instructions. There was no sealed solution container. The item "empty tube" had liquid pre filled. Test came back as negative even though we are 90% sure it should be positive.